Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and stated that he did not know how to input his blood glucose readings. The customer's blood glucose reading was 600 mg/dl. The customer was helped with his insulin pump. The insulin pump was not replaced or returned for analysis.